Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument failed to unclamp on arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted several errors associated with the instrument. The site replaced the instrument and was able to fire successfully. The tse recommended that the site return the affected instrument for evaluation. The procedure was completing as planned with no reported injury. Isi followed up and obtained additional information. The instrument was inspected prior to use. There was no damage. The surgeon was dividing the colon. The issue did not occur after a system fault. The target tissue was colon. The jaws were stuck on tissue. The surgeon was able to open the jaws intraoperatively and release the tissue. However, it was unknown how the jaws were opened. There was no adverse event. There was no unexpected tissue removal. The procedure was completed robotically. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.